Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced prolonged hyperglycemia while using the ilet with a cd infusion set, with blood glucose reaching 385 mg/dl following consumption of a large meal that included sweets. The pump was within the initial learning period at the time of the event. A site change was performed, replacement cd supplies were shipped, and troubleshooting and education were completed. The reported symptoms included hyperglycemia. The outcomes included no injury, no hospitalization, and resolution of elevated blood glucose following infusion set replacement. The investigation included user follow-up and product tracing, during which the prior cd infusion set lot was reported as 60012677. Review of the case revealed that the hyperglycemia was associated with a large meal and occurred early in pump use. No device alerts or alarms were reported, and no device malfunction was identified. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.